Event description:
It was reported that the patient was experiencing burning sensations in her lower back and pain. The patients remote was not connecting to their implantable pulse generator (ipg). The patient was also experiencing difficulties in charging their ipg thus resulting to the patient not getting adequate therapy. The patient was admitted to the hospital and was released on the same day.